Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the device was produced and distributed in march 2010. Our investigation shows that the device is worn out at the cutting edges and plate hutter is broken off at the pin side. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause of this complaint. Due to the heavy worn out signs that the cutting edge was previously damaged and that by the blunt edge an excessive cutting force was necessary which finally caused the breakage. The fracture surface is homogenous what indicates material conformity. No product fault could be detected. Therefore no further investigation needed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation of the clavicle on (B)(6) 2014, the lower jaw of the calcaneal plate cutter was broken and unusable. This occurred during the procedure, and the surgery was delayed approximately 1 minute. The surgery was completed. No reported patient or procedure harm noted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: date of product return was not included in initial report when udpates were done that the product was received after creation of the initial report if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.